Event description:
On january 19, 2010, the facility representative reported to baxter global technical services one colleague triple channel volumetric infusion pump in which the channel c select button does not work. It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging a battery indicator on her one touch ultramini meter. The patient mentioned that on the morning of (B)(6) 2010, she attempted to test her blood glucose and was unsuccessful due to the battery indicator. She went ahead and increased her dosage of medication (insulin). Later that evening she developed symptoms of feeling thirsty and frequent urination. She did not seek any medical attention or contact her physician for assistance. This is not the first time the product was being used. The patient denied any misuse of the product. The batteries needed to be replaced and the patient did not have replacement batteries. The reported issue was not resolved. The meter was replaced. The complaint is being reported since the patient alleged that due to the battery indicator she was unable to test and later developed symptoms suggestive of hyperglycemia.